Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation was unable to determine the cause of the reported behavior. The logs did not indicate any hardware failures. There were several infrared warning faults, but they were normal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: product ID: 9735821, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the navigation system had a red light on the camera and was unable to be used. It would not communicate with the navigation system. The site opted to use a different navigation system to proceed with the procedure. There was a reported delay of less than one hour and no reported impact to patient outcome.